Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the low 80 mg/dl, and the meter bg reading was 167 mg/dl. Reportedly, a second cgm bg reading was 60 mg/dl, and the meter bg reading was in the 100s mg/dl. Reportedly, a third cgm bg reading was below 60 mg/dl, and the meter bg readings was in the 100s mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.